Event description:
It was reported the tdxsp powered wheelchair stops working unexpectedly during use; dislplaying a right motor fault. At times, the patient is able to override the right motor fault by toggling the joystick.